Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction. The customer reported blood glucose value of 51 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-1884, mmt-7040a, mmt-332a, mmt-399a. Troubleshooting was performed. No further patient complications were reported. It is expected that customer would discontinue the use of pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-399a.

Manufacturer narrative:
Customer returned pump for an alleged had requested assistance to contact ems for low bgs found on 02-nov-2024. On (B)(4), svn#: (B)(6) - customer returned pump for an alleged low bgs found on 20-oct-2024. On (B)(4), svn#: (B)(6) - customer returned pump for an alleged low bgs found on 21-oct-2024. On (B)(4), svn#: (B)(6) - customer returned pump for an alleged low bgs found on 17-oct-2024. On (B)(4), svn#: (B)(6) - customer returned pump for an alleged low bgs found on 22-feb-2024. On (B)(4), svn#: (B)(6) - customer returned pump for an alleged high bgs found on 22-feb-2024. On (B)(4), svn#: (B)(6) - customer returned pump for an alleged low bgs found on 18-feb-2024. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 09/11/2024 to 11/04/2024. There was no data available to verify unexpected alarm(s)/suspends and bolus/basal delivery for the event dates of 22-feb-2024 and 18-feb-2024. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the event dates of 22-feb-2024 and 18-feb-2024 in the formatted history file. In further full review of the pump history/traces on the event dates of 20-oct-2024, 21-oct-2024 and 17-oct-2024, there were no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the event dates of 20-oct-2024, 21-oct-2024 and 17-oct-2024, listed on smartsolve due to insufficient data in the trace/history files. In further full review of the pump history/traces on the (primary) event date of 02-nov-2024, there is no unexpected alarms/suspends. However, no delivery alarm/insulin flow blocked alarm was noted. Unable to verify daily total of basal/bolus and all insulin delivered on the (primary) event date 02-nov-2024 listed on smartsolve due to insufficient data in the trace/history files. No delivery alarm/insulin flow blocked alarm was found on: 11/02/2024 18:44:10.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the (primary) event date 02-nov-2024 and event dates of 20-oct-2024, 21-oct-2024 and 17-oct-2024 in the formatted history file. Sensorexpiredalert (794) was found on: 10/15/2024 15:04:10.000. Lostsensor1alert (780) was found on: 10/15/2024 15:40:00.000, 10/19/2024 19:30:00.000, 10/27/2024 23:20:00.000. Sensorerroralert (801) was found on: 10/19/2024 00:53:52.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor expired alert, lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. Low battery alert was found on: 10/12/2024 17:06:00.000. Insert battery alarm was found on: 10/12/2024 17:07:29.000, 10/12/2024 17:08:16.000, 10/12/2024 17:08:30.000, 10/12/2024 17:08:51.000. Failed battery alert/battery failed alarm was found on: 10/12/2024 17:08:07.000, 10/12/2024 17:08:21.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 02-nov-2024 at 4:39:59 pm. There was no power data available for the date of 12-oct-2024. Unable to check power data for low battery alert and failed battery alert/battery failed alarm. No unexpected low battery alert and failed battery alert/battery failed alarm noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a serial number label missing. The pump passed all the required testing. Unable to verify customer alleged for high bgs and low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.